Event description:
It was reported that during a starr procedure, after firing and removing of the instrument, staples were found to be open. Sutured by hand. There was no adverse patient consequence.